Manufacturer narrative:
The complainant did not return the device for evaluation. A DHR review was performed on lot#cf1512802 no ncrs were issued during the original build.

Event description:
The initial reporter stated: pump ran all night, no food delivered. The initial reporter did not provide lot specific information. (B)(4).